Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving fentanyl 500 mcg/ml at 99.96 mcg/day and bupivacaine 5.0 mg/ml at 0.9996 mg/day. The indication for use (IFU) was listed as spinal pain. The patient reported a bilateral headache; the date of test was (B)(6) 2015. The headache was consistent with that of a lumbar puncture. The clinical diagnosis was a lumbar puncture, spinal headache. A blood patch was performed on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. The outcome resolved without sequelae on (B)(6) 2015. The etiology was indicated as not related to the device or therapy, and related to the implant procedure, surgery/anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.